Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review of patient allegation, it was confirmed that the event no longer meets the criteria of a reportable incident. The product was an out-of-box failure and advised dexcom technical support that device did not shut down unexpectedly.